Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. The device performed normally throughout all tests.

Event description:
Additional information was received that this device was electively explanted. The device was returned to allow for reliability analysis.

Event description:
Boston scientific received information that the patient with this implantable pacemaker had a few syncopal episodes. It was noted that there were some ventricular tachycardia (vt) events stored in the device that did not correlate with the syncope. There was noise noted on the ventricular channel from an episode approximately 11 months ago. The patient questioned whether a baby monitor would be interfering with the device, causing noise. Technical services (ts) discussed that baby monitors were not known to interfere with the function of the device. It was noted that one syncopal event occurred in the patient's garage as the patient was reaching for the door opener, another episode occurred while the patient was eating. The noise could not be reproduced with patient isometrics or with the patient reaching. All other lead measurements were noted to be good. No other adverse patient effects were reported.